Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: not enough info was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Add'l info has been requested. De vries n, webers c, touwslager w, bauer n, brabander j, berendschot t, nuijts r (2011). Dissatisfaction after implantation of multifocal intraocular lenses. J cataract refract surg 2011; 37:859-865. (B)(4).

Event description:
In a literature review, it was reported that following intraocular lens (iol) implant surgery, approx sixty-five eyes had reports of unsatisfactory visual acuity and/or photic phenomena. Add'l info has been requested. There are four medical device reports associated with this event. This is the fourth report.